Event description:
Endowrist one vessel sealer not recognized by the davinci robot. All connections re-evaluated without resolve. Another "like" device was opened and used without issue. FDA safety report ID # (B)(4).